Event description:
It was reported that the insulin pump had a crack and batteries does not last. Customer's blood glucose was unknown. Customer stated that the screen on the insulin pump was wrinkled and damaged lcd screen and on upper arrow button. Advised customer the insulin pump would be replaced. Customer reported that the insulin pump had delivery anomaly and mentioned that her blood glucose was coming out low of 44 mg/dl. Customer stated she was unsure if it was site locations or the insulin pump. Customer reported also that she had high blood glucose. Customer was asked to do troubleshooting but stated that she does not have the answers that she needed. No further information provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and no delivery tests. No delivery anomaly noted. Insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and broken belt clip slot at battery tube threads area. No wrinkled lcd screen noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.